Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. UDI field (d4) concomitant product UDI for reservoir is (B)(6).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a nonfunctioning device. During consultation, both visual and physical examinations were conducted in the clinic. A revision surgery was performed, during which the physician confirmed the presence of air in the pump at the time of explant. Additionally, a hole was observed in the tubing connecting the pump to the reservoir. The device was explanted and replaced. There were no patient complications.